Event description:
It was reported that this right ventricular defibrillation lead exhibited noise and high thresholds. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.